Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the right ventricle lead exhibited high capture threshold and high pacing impedance. Programming changes were made on the device. Patient was stable.